Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 200mcg/ml at 767mcg/day via an implantable pump. The indications for use were intractable spasticity and head/brain injury. The patient had a blocked intrathecal catheter. The physician believed the tisseal product he had used to seal previous csf leaks might have caused the blockage [see manufacturer report number 3007566237-2016-00982]. The physician replaced the catheter today with a new ascenda distal segment with a lami.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.